Event description:
On august 21, 2006, the lay patient's daughter contacted lifescan alleging that the patient's one touch ultra meter was displaying the error 2 message. The medical affairs specialist (mas) sent a letter to the patient because she could not be reached by phone on two different days at different times. The mas listened to the recorded call to lfs to obtain additional information. The daughter said the patient had "just gotten" the meter. The date the meter was obtained was not provided. The patient was feeling weak before attempting to test with the meter; however, information was not provided as to specifically when the patient began to feel weak and when she attempted to use the meter. The patient attempted to test with the meter and obtained the error 2 message. The patient went to the doctor where a "high" result was obtained. The patient did not recall the specific result obtained. On the day of the event, the patient was given glyburide pills at the doctor's office and a blood pressure oral medication. Information was not provided regarding the patient's full diabetes treatment regimen. It would also be helpful to know how long after obtaining error messages did the patient go to the physician. The customer care advocate (cca) walked the daughter through setting the meter code and testing with the meter. The patient's blood glucose reading was 310 mg/dl during the call with the cca. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a blood glucose reading on the lfs product. She felt weak, which suggested hyperglycemia and went to the doctor where a "high" blood glucose reading was obtained. The patient was given oral diabetes medication at the doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.